Event description:
Per (B)(4), the ICD was explanted due to it being at eri status and the lead was capped due to insulation damage. Both were replaced with (B)(4) devices. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.